Manufacturer narrative:
Evaluation results: (endoleak), (distal thoracic aorta containing thrombus). Conclusion: (distal thoracic aorta containing thrombus).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. The distal thoracic aorta contained a lot of thrombus. It was reported that three stent grafts were implanted without complication. This was followed by an angiogram that showed there was a distal type 1 endoleak at around the end of the third stent graft. The stent graft was re-ballooned and another angiogram was performed but the endoleak was still present. The endoleak was attributed to thrombus in this area. The decision was made to place an additional stent graft distally and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.